Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their implant was taking forever to charge for the last month or two. Pt charged their controller last night, and this morning the controller was down to 80%, and implant was at 70%. Pt said charging sessions were taking about 2 hours to get implant from 80% to 100%. Patient services (pss) had pt examine the recharger cord/plug and controller port for damages; no visible damages reported. Pt confirmed sometimes their recharger had been getting abnormally warm when recharging, and would sometimes show no device found [16].' The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the recharger (rtm) but they are still having the same issue with recharging the ins. Patient stated it took 1hr for the ins to go from 50% to 60% at excellent quality and the controller drained from 100% to 50%. Patient stated the controller shows ins 60%, controller 60% charged. Patient services (ps) asked patient to inspect the controller port for visible damage and if the rtm is loose when plug into the controller and patient said there is no visible damage on the controller port. Ps consulted with the repair dept. Ps reviewed if the issue continue with new controller, patient will need to consult with their healthcare provider (hcp) for next steps. A replacement controller was sent out.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for product analysis. Analysis found the coating at the entrance of the donut end is splitting open. The device was scrapped. B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.